Manufacturer narrative:
Eval method: follow-up with company representative.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedures at levels l3 and l4. The bone cement was contained within the vertebral body during the operation. The patient returned (B)(6) 2011 for postoperative follow-up and an image taken showed the bone cement broke from the vertebral body had moved anterior. Patient was asymptomatic. Reportedly, pain was relieved from initial surgery and further treatment is undecided. No further information was reported.